Event description:
Pt in operating room having excision of intervertebral lumbar disc with fusion/refusion. Surgeon noticed downbiter pituitary rongeur was missing a screw after using it. Scrub technician did not notice if screw was missing before use. X-ray was done and no screw was found.